Manufacturer narrative:
Philips service replaced the 19'' monochrome monitor ER (mml1952-per), tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that there was a loss of live feed, and reboot was unsuccessful on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.